Event description:
New information received notes that the device will not be returned. Programming changes were recommended.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.